Manufacturer narrative:
(B)(4). Evaluation, results: migration, endoleak; disease progression with aortic neck dilatation. Evaluation, conclusion: disease progression with aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of abdominal aortic aneurysm approximately 3.5 years ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt presented emergently with severe back pain and was found to have proximal type 1 endoleak due to stent graft migration. The neck had a 15-20 degree angulation and it was 32 mm in diameter. There was no rupture and the aneurysm diameter was not measured at this time. The stent graft was 2 cm from the lower renal artery. The decision was made to place a competitor cuff proximally. The cuff was ballooned and resolved the endoleak. No additional clinical sequelae reported, and the pt is fine.